Event description:
As reported: "a gamma nail was revised due to the lag screw perforating the femoral head and acetabulum, ending up close to the patient's bladder. The explants are not available for return, they are retained by the hospital."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.